Event description:
It was reported that prior to use with the bd vacutainer® fx 5mg 4mg plus blood collection tubes, 1 shelf pack of tubes did not have a label. There was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: bd had received 1 shelf pack and four (4) photos for investigation. The samples and photos were reviewed and the indicated failure mode for missing label was observed. The product label was missing from the shelf pack. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.